Manufacturer narrative:
The customer reported that an alarm was missed at the cns. According to the customer, the cns missed the alarm on a patient monitored with a gz tele unit; the alarm didn't show up on the events tab. The patient has a 5 bps of ai vr, monitor did not alarm as crisis. The patient was not harmed by the event. The customer was asked to check the settings on the gz device to see if the alarm in question had been configured as a crisis alarm as if it wasn't then they wouldn't get a crisis alarm. The pictures provided by the customer showed the v braady alarm is off, therefore, the monitor would not alarm. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that an alarm was missed at the central nurse's station (cns).